Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use a bd precisionglide¿ specialty use sterile hypodermic needle found leaking as ¿starts leaking when seated on hub.¿ there was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: bd was unable to perform a thorough investigation as no sample or photo were provided for investigation. DHR review: assembly batch 7114945 had 63 visual inspections performed on 3,300 parts with zero defects noted for leakage. Twelve leak tests were performed on 60 parts with zero failures recorded. Investigation conclusion: the defect could not be confirmed as reported.